Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04 november 2024, it was reported by a sales representative via email that an ar-1588tnt acl tightrope with fibertag, abs was reported to have detached from the card. This occurred on 04 november 2024 in (B)(6) hospital rotorua during a quads acl surgery. It was reported that the tightrope was fixated to the quad autograft, however when the tightrope was detached from the working card the tightrope ends had not been formed into a complete tightrope, making the product unusable. The case was completed successfully using an ar-1588btb. There was case involvement.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.